Event description:
On (B)(6) 2011 a generator diagnostics test occurred and no final interrogation took place. On the patient's next visit, (B)(6) 2011, it was observed that the patient's settings had been changed to incorrect settings of 0/30/500/30/5/2.25/500/30.

Manufacturer narrative:
Analysis of programming history.